Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarms. The force required to close the door was above expected levels which corresponds to the alarms. The door hooks were replaced.